Manufacturer narrative:
Based on the provided calibration data, the reagent lot number is 863863. The expiration date was not provided. The qc for both levels was very unstable and fluctuated. The field service representative performed checks, a liquid flow path cleaning, verifications, replaced the reagent probe and the sipper, performed maintenance, and performed tests with acceptable results. The qc issue was resolved after the service actions were performed. All initially reactive samples should be re-determined in duplicate with the elecsys hbsag ii assay. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 4 patient samples on a cobas 6000 e601 module. Patient 1: the initial result was 1.02 coi (reactive), and the repeated result was 0.393 coi (non-reactive). Patient 2: the initial result was 1.48 coi (reactive), and the repeated result was 0.346 coi (non-reactive). Patient 3: the initial result was 0.96 coi (borderline/undetermined), and the repeated result was 0.483 coi (non-reactive). Patient 4: the initial result was 1.09 coi (reactive), and the repeated result was 0.435 coi (non-reactive).